Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024, it was reported that patient faced two infusion set cannula kinked events. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 434 mg/dl at the of event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.